Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: 3004753838-2017-99626, 3004753838-2017-99627, 3004753838-2017-99628, 3004753838-2017-99629, 3004753838-2017-99630, 3004753838-2017-99631, 3004753838-2017-99632, 3004753838-2017-99633, 3004753838-2017-99634, 3004753838-2017-99635, 3004753838-2017-99636, 3004753838-2017-99637, 3004753838-2017-99638, 3004753838-2017-99639, 3004753838-2017-99640, 3004753838-2017-99641, 3004753838-2017-99642, 3004753838-2017-99643, 3004753838-2017-99644, 3004753838-2017-99645, 3004753838-2017-99646, 3004753838-2017-99647, 3004753838-2017-99648, 3004753838-2017-99649, 3004753838-2017-99650, 3004753838-2017-99651, 3004753838-2017-99652, 3004753838-2017-99654, 3004753838-2017-99655, 3004753838-2017-99656, 3004753838-2017-99657, 3004753838-2017-99658, 3004753838-2017-99659, 3004753838-2017-99660, 3004753838-2017-99661, 3004753838-2017-99662, 3004753838-2017-99663, 3004753838-2017-99664, 3004753838-2017-99665, 3004753838-2017-99666, 3004753838-2017-99667, 3004753838-2017-99668, 3004753838-2017-99669, 3004753838-2017-99670, 3004753838-2017-99671, 3004753838-2017-99672, 3004753838-2017-99674, 3004753838-2017-99675, 3004753838-2017-99676, 3004753838-2017-99677, 3004753838-2017-99678, 3004753838-2017-99679, 3004753838-2017-99680, 3004753838-2017-99681, 3004753838-2017-99682, 3004753838-2017-99683, 3004753838-2017-99684, 3004753838-2017-99685, 3004753838-2017-99686, 3004753838-2017-99687, 3004753838-2017-99688, 3004753838-2017-99689, 3004753838-2017-99690, 3004753838-2017-99691, 3004753838-2017-99692, 3004753838-2017-99693, 3004753838-2017-99694, 3004753838-2017-99695, 3004753838-2017-99696, 3004753838-2017-99697, 3004753838-2017-99698, 3004753838-2017-99699, 3004753838-2017-99700, 3004753838-2017-99701, 3004753838-2017-99702, 3004753838-2017-99703, 3004753838-2017-99704, 3004753838-2017-99705, 3004753838-2017-99706, 3004753838-2017-99707, 3004753838-2017-99708, 3004753838-2017-99709, 3004753838-2017-99710, 3004753838-2017-99711, 3004753838-2017-99712, 3004753838-2017-99713, 3004753838-2017-99714, 3004753838-2017-99715, 3004753838-2017-99716, 3004753838-2017-99717.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A root cause could not be determined.